Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that approximately five years ago there was stent graft migration and the patient was treated with aneurx stent grafts. The patient came in emergently three weeks ago with a ruptured aneurysm. There was not enough overlap between an aortic cuff and the bifurcated stent graft which resulted in a type iii separation endoleak. There appeared also appeared to be a type iii, fabric endoleak in the bifurcated stent graft and this was likely due to a guidewire when the aortic cuff was implanted. It was also noted that there was a type IV blush endoleak. The patient was successfully treated with an endurant aortic cuff 282849 and a 282882. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Unknown cause of separation endoleak. Conclusion: unknown cause of separation endoleak.